Manufacturer narrative:
Corrected data: b1: adverse event. H1: serious injury. H6: adverse event problem: medical device problem code (a): 2993. Claim #(B)(4).

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. E3: unk. H4: unk. H6: health impact- clinical code: 4581 - eye strain. Claim # (B)(4).

Event description:
The patient reported had an icl implantable collamer lens, implanted in their left eye (os), in 2017 and vision was good until 2020. The patients eye power had increased. The patient started to wear glasses and complained of headache and eye strain. The lens remained implanted. Additional information has been requested but none has been forthcoming.